Event description:
It was reported that noise resulting in oversensing and automatic mode switch (ams) were observed on the atrial lead. Lead damage was suspected but not confirmed. No intervention was performed; the lead remains implanted and will continue to be monitored. The patient was stable.